Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor cutting and aspiration of the probe occurred during surgery. The actuating condition was unknown. The probe was replaced and the procedure was completed with no harm to the patient. Surgical footage (dvd) is available for evaluation.

Manufacturer narrative:
One probe was returned for evaluation. The probe complaint sample was visually examined and deemed conforming. Actuation, cutting and aspiration testing was performed and was deemed conforming. The finished good lot was manufactured with (B)(4) component probe lots. A device history record review for each the lots was conducted. According to the device history record reviews, (B)(4) lot was reprocessed for an anomaly that did not contribute to the customer complaint. (B)(4) lots had no anomalies found based on the device history record reviews. The product was released according to the product¿s acceptance criteria. A complaint lot history examination indicates (B)(4) other complaints for the reported issue. The root cause for this complaint issue is unknown because the returned samples was conforming to specification. The probe most likely had some wedge of surgical material between the cutter and outer needle that temporarily prevented the cutter from moving and aspirating until the material was dislodged. (B)(4).